Event description:
Initial notification: 05/31/2000. A pt's heart did not function following a heart transplant in which filtered viaspan was used as an organ preservative. The pt is currently on extracorporeal membrane oxygenation awaiting re-transplant. This is the fourth of 4 pts reported.

Event description:
The pt developed left ventricular failure and was placed on ECMO (extracorporeal membrane oxygenation). The pt fully recovered in 48 hours. The surgeon assessed the left ventricular failure as unrelated to viaspan.

Event description:
According to the physician, a total of 3 pts from this institution, not 5 as originally reported (this series of 4 plus 1 add'l), experienced adverse events after receiving heart transplants in which the heart was preserved in viaspan. This pt is therefore 1 of the 3.